Event description:
Dealer states on that the bolt broke off of the seat pivot. Dealer says the customer put in wrong size bolt and it stripped out the hole where the bolt goes into. Dealer also states frame and seat are messed up due to the wheelchair wobbling.